Event description:
It was reported that about three months after implant, the cardiac resynchronization therapy defibrillator (crt-d) showed out of range impedances the day of implant on the atrial and ventricular lead. In addition, the device did not show any tendency in cardiac compass, histograms, counters and flashback memory showed ¿clear in progress.¿ the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.